Event description:
Customer reported a hospital stay several months ago. Customer reported that they were unable to get the insulin pump to deliver an insulin shot. Customer stated that their blood glucose readings were high and then low at night. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.